Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call no delivery alarm and high blood glucose. Customer's blood glucose level was 400 mg/dl. Customer treated their high blood glucose via insulin pump. Customer advised their infusion set would get stuck in the insertion device consistently and when they changed out the reservoir they received multiple no delivery alarms. Customer was advised to change out their entire set and reservoir in order to properly troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm occurred during bolus delivery. Customer advised the no delivery alarm issue remained unresolved and was a recurring issue. Customer advised they did not have a plunger, they did not have time to complete the troubleshooting process and were advised to do a complete set change as soon as possible. Customer advised they would call back to complete the troubleshooting process.